Event description:
It was reported that the customer sought medical assistance from her healthcare professional due to the insulin pump delivering boluses of 4.0 instead of her normal 2.8 units. Troubleshooting was performed, and the insulin pump was programmed correctly. However, found that the insulin pump did not show the estimate details screen for most recent bolus. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.